Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2011 requesting assistance with some adjustment of the pump settings. The patient's blood glucose had been running in the 300-400 mg/dl consistently with symptoms of dry mouth and frequent thirst. The patient made no allegation of a product malfunction. During troubleshooting, the animas representation confirmed that the animas pump is working accordingly. There were no problems identified with the cartridge, insulin site, and the infusion set. The patient allegedly has had high blood glucose and symptoms suggestive of hyperglycemia while she managed her diabetes with the animas pump. The causation between the patient alleged hyperglycemia and the animas pump cannot be determine as there is no correlation. However, this complaint is being reported due to possible user error or incorrect insulin regimen, which subsequently may have led to the hyperglycemic symptoms. Hence, this complaint is being reported.